Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose following a required steroid injection prior to scheduling knee surgery, with a documented peak of 249 mg/dl and approximately four hours above 180 mg/dl; no device alerts above 300 mg/dl occurred, no back-up therapy or ketone testing was used, and no medical intervention or assistance was required. Symptoms included hyperglycemia without associated acute complications. Outcomes included no long-term impact, no hospitalization, and no need for external assistance. Investigation included review of the event narrative and user-reported glucose data. Investigation of this case revealed no device malfunction or component issue and suggested hyperglycemia consistent with the known glycemic effects of steroids. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.